Event description:
Health professional reported "failed port, vomit, and nausea" allegedly associated with the lapband system. No diagnostic testing was used to confirm alleged events. The device was removed without replacement.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose). Or, it may be a symptom of pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate. Device labeling addresses the possible outcome of nausea and vomiting as follows: "nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required."